Event description:
Patient reported "severe reflux and nausea" and "erosion."

Manufacturer narrative:
Taper ii. . The device has not yet been received by allergan. Based upon the model number, serial number, and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allegan has not received the product at this time. Therefore, no analysis or testing has been done. Reflux, nusea and erosion are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.